Event description:
It was reported during a pta of a fistula, the balloon could not be removed from the 6f sheath after the first inflation. The balloon was completely deflated with a syringe. The balloon was removed with the sheath. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Sample was returned and evaluated. As received, one conquest cq7584 catheter inserted into a 6f cordis avanti introducer sheath. Also received packaging for a cordis avanti introducer sheath, identifying the sheath as a 6f cordis avanti that was used for the procedure. Upon inspection of the returned sample, the bifurcate of the catheter appeared intact and undamaged. The shaft appeared to exhibit several kinks from the distal end of the bifurcate at the following locations: 48.5cm, 64cm and 64.75cm. There also appeared to be some markings on the shaft, of unknown origin, at 67.25cm and propagating to 69.25cm. The balloon had detached just proximal of the proximal glue bond. The polyimide, that was exposed, had 2 kinks and appeared severely stretched. The proximal end of the introducer sheath appeared to have accordioned. The distal tip of the balloon was protruding out of the introducer sheath and appeared to have a bulbous shape. Immersed the introducer and balloon catheter into a warm water bath to soak and prepare for balloon removal from the introducer sheath. The balloon was difficult to remove from the introducer, as pliers and force were used for removal. Once removed, the balloon was examined and appeared to still have a tightly wrapped profile. Attempted to insert the balloon into an in-house 6f cordis avanti introducer sheath. Was only able to introduce approximately half of the balloon due to the kink in the polyimide. Unsure if the shaft separation caused the introducer passage difficulty or if the forceful attempted removal caused the shaft separation. The result of the investigation was confirmed for a difficult removal, root cause unknown. It is unknown if procedural issues contributed to this event. The current IFU (information for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.